Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, low, out of range pacing impedance and high capture threshold were observed. The patient was asymptomatic and stable. The out of range pacing impedance vibratory alert was programmed off. The patient was stable and will continue to be monitored via remote transmission.